Manufacturer narrative:
No product has been returned for evaluation. Should new info become available a f/u MDR will be submitted.

Event description:
Rec'd info stating patient was experiencing high bg's (187 mg/dl). As per reporter pigtail looks like there is precipitation inside.